Manufacturer narrative:
No further information can be obtained regarding the explant procedure. Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing more pain when the stimulator was turned on. The patient will undergo an explant.

Event description:
A report was received that the patient was experiencing more pain when the stimulator was turned on. The patient will undergo an explant.